Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient is lean which is caused the ipg to protrude resulting in pain at the ipg site. As such surgical intervention took place wherein the system was explanted to address the issue.